Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor was returned for evaluation, and subsequent testing verified the complaint. The motor was found to have a mechanical brake failure. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Motor brake is malfunctioning.